Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: describe event or problem, FDA notified?, report source other. Additional information: patient race, unique device identifier (UDI)#, medical device serial #, device available for eval?, returned to manufacturer on, report source, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes, remedial action required, remedial action #, related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module over infused blood products was confirmed and replicated during laboratory testing. ¿ internal inspection of the suspect pump module found the bezel assembly to be a third-party part from an unknown manufacturer. ¿ laboratory test results performed on the suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended with a known good dedicated complaint handling unit (dchu) laboratory bezel assembly, latch and sear installed. ¿ based on the review of the pcu event log, on september 25, 2024. A review of the pcu event log, prior the reported event date, identified a heparin infusion programming on september 25, 2024; at 4:35 pm. The profile in use was identified as ¿adult ICU/or/ed¿. A heparin infusion was programmed with the following parameters: dose: 17 000 units, volume to be infused (vtbi): 495 ml, rate: 34.00 ml/hr, drug amount: 25 000 units, diluent volume: 500 ml, concentration: 50 units/ml. With a primary volume infused (pvi) recorded as 0.0 ml. At 6:43 pm pump alarmed air in line (148 seconds), then pump alarmed check IV set. With a pvi of 71.98 ml. At 6:50 pm the channel was selected (two (2) times) and pump was pause, with a pvi of 71.98 ml. At 6:54 pm the channel was selected (five (5) times). At 7:09 pm the pump module was channeled off. With a final pvi recorded as 71.98 ml. ¿ a review of the pcu and pump module error logs showed no errors or malfunctions that were relevant to customer¿s complaint. ¿ a medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. ¿ the alaris user manual (v9.33) states that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of heparin is attributed to a broken third-party bezel assembly. Note that imdrf annex a040502, a0404, a1801, c0601, c07, d01, d15, g02017, g0301201, g0405206 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion of heparin. The intended volume to be infused was 34ml/hr; however, 500ml infused in approximately 2.5 hours. The total volume concentration was (B)(4) units in d5w 500ml premix bag. This was a routine order programmed using the drug library. A complete blood count panel and (ptt) partial thromboplastin time test was drawn. The patients ptt level was >139 which normalized nine (9) hours after the event. The heparin drip was then restarted. There were no other infusions running at time of the event. This event did not occur near or during change-of-shift. Bd received additional information. After the event was reported, bd representatives went onsite to gather additional information. The pump module involved in the event was inspected and observed to have broken lower bezel post, a chunk is missing in upper left of status indicator. Bd representatives discussed with the customers how damage to the alaris device can potentially contribute to over infusions. Received a copy of the customer's medwatch report from FDA which states, "male patient came into the ed with an nstemi (non-st-elevation myocardial infarction). Heparin drip started at (B)(4) units/hr with a rate of 34ml/hr. 2 hours later when the rn went into the room, the pump was alarming, and the heparin bag was empty. The pump was still programmed correctly and had >400ml ltbi in the pump. Heparin d/cd, md made aware and assessed pt. Patient was on q 1 hour cbc, ptt, and neuro checks overnight. Ptt normalized on its own and the heparin drip was restarted. No spillage or leakage noted on floor or bed."

Event description:
It was reported an over infusion of heparin. The intended volume to be infused was 34ml/hr; however, 500ml infused in approximately 2.5 hours. The total volume concentration was 25,000 units in d5w 500ml premix bag. This was a routine order programmed using the drug library. A complete blood count panel and (ptt) partial thromboplastin time test was drawn. The patients ptt level was >139 which normalized nine (9) hours after the event. The heparin drip was then restarted. There were no other infusions running at time of the event. This event did not occur near or during change-of-shift. Bd received additional information. After the event was reported, bd representatives went onsite to gather additional information. The pump module involved in the event was inspected and observed to have broken lower bezel post, a chunk is missing in upper left of status indicator. Bd representatives discussed with the customers how damage to the alaris device can potentially contribute to over infusions. Received a copy of the customer's medwatch report from FDA which states, "male patient came into the ed with an nstemi (non-st-elevation myocardial infarction). Heparin drip started at 1700units/hr with a rate of 34ml/hr. 2 hours later when the rn went into the room, the pump was alarming, and the heparin bag was empty. The pump was still programmed correctly and had >400ml ltbi in the pump. Heparin d/cd, md made aware and assessed pt. Patient was on q 1 hour cbc, ptt, and neuro checks overnight. Ptt normalized on its own and the heparin drip was restarted. No spillage or leakage noted on floor or bed."

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes. Note that imdrf annex a090202, c02, d02, g05005 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Additional information: remedial action #

Event description:
It was reported an over infusion of heparin. The intended volume to be infused was 34ml/hr; however, 500ml infused in approximately 2.5 hours. The total volume concentration was 25,000 units in d5w 500ml premix bag. This was a routine order programmed using the drug library. A complete blood count panel and (ptt) partial thromboplastin time test was drawn. The patients ptt level was >139 which normalized nine (9) hours after the event. The heparin drip was then restarted. There were no other infusions running at time of the event. This event did not occur near or during change-of-shift. Bd received additional information. After the event was reported, bd representatives went onsite to gather additional information. The pump module involved in the event was inspected and observed to have broken lower bezel post, a chunk is missing in upper left of status indicator. Bd representatives discussed with the customers how damage to the alaris device can potentially contribute to over infusions. Received a copy of the customer's medwatch report from FDA which states, "male patient came into the ed with an nstemi (non-st-elevation myocardial infarction). Heparin drip started at 1700units/hr with a rate of 34ml/hr. 2 hours later when the rn went into the room, the pump was alarming, and the heparin bag was empty. The pump was still programmed correctly and had >400ml ltbi in the pump. Heparin d/cd, md made aware and assessed pt. Patient was on q 1 hour cbc, ptt, and neuro checks overnight. Ptt normalized on its own and the heparin drip was restarted. No spillage or leakage noted on floor or bed."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of heparin. The intended volume to be infused was 34ml/hr; however, 500ml infused in approximately 2.5 hours. The total volume concentration was 25,000 units in d5w 500ml premix bag. This was a routine order programmed using the drug library. A complete blood count panel and (ptt) partial thromboplastin time test was drawn. The patients ptt level was >139 which normalized nine (9) hours after the event. The heparin drip was then restarted. There were no other infusions running at time of the event. This event did not occur near or during change-of-shift.